Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implantable cardioverter defibrillator (ICD) change out the right ventricular (rv) lead superior vena cava (svc) coil had a measurement of "none". It was found that the rv lead svc coil's pin was not fully inserted and did not make contact. The pocket was reopened and the lead was properly inserted into the implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.